Manufacturer narrative:
A ge rep evaluated the system and replaced the motor relay board. System operates as intended.

Event description:
Customer reported an interlock error, and an alarm is activated from time to time. No pt injury was reported.